Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device failed visual inspection due to a bent pin on power port 1 of the controller. The bent pin did not allow a battery to properly connect to a controller. The most likely root cause of the reported event can be attributed to a forced connection. Heartware is investigating bent pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per perfusionist, patient came in to clinic on (B)(6) 2017 and upon interrogation, vad coordinator noticed a bent pin in one of the power ports (did not specify which port) of (B)(4). Patient denies any overt damage to controller, and also denies any alarms or pump off time associated with bent pin. The patient did not use excessive for when trying to connect. The controller was exchanged with no reported consequence or impact to the patient. Patient was issued a new controller; (B)(4). Issue resolved with the exchange of the controller. No further information was provided.